Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia, characterized by abdominal pain (corrected through decrease in fill volume), which warrants surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the creation or exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has pain due to a hernia. Upon follow up, the patient¿s pd registered nurse (pdrn) confirmed the patient experienced abdominal pain during ccpd due to an umbilical hernia. The pdrn stated the patient¿s umbilical hernia was present prior to the initiation of pd for rrt. The patient¿s umbilical hernia had reportedly worsened recently, and on (B)(6) 2020 the patient booked an appointment with the surgeon for a hernia repair. The patient and surgeon were aware the hernia may someday require repair, which is why the patient contacted the surgeon directly. The patient continues to undergo ccpd with a reduced fill volume of 1200 ml, which has temporarily corrected the patient¿s abdominal pain. The patient has an outpatient umbilical hernia repair scheduled for (B)(6) 2020. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. However, the hernia did worsen since the patient began undergoing pd therapy.